Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd¿ syringe ls tw/ hypodermic had an "abnormal appearance". There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
H.6. Investigation summary: one (1) sample with seal packaging returned for investigation. Observed black substance which could be grease inside the packaging.a lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: there was a jammed at pick & place station on (B)(6) 2017, suspected the foreign matter with grease dropped on the syringe during pt performed troubleshooting. The nonconformance was not detected by the pt. Hence, nonconformance material escapee and flow to next process.

Event description:
It was reported that the bd¿ syringe ls tw/ hypodermic had an "abnormal appearance". There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: b.2. Event attributed to: other. D.8. Device single use?: no.

Event description:
It was reported that the bd¿ syringe ls tw/ hypodermic had an "abnormal appearance". There was no report of exposure, injury, or medical intervention noted.

Event description:
It was reported that the bd¿ syringe ls tw/ hypodermic had an "abnormal appearance". There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
Correction: per adverse events questionnaire, this is not MDR reportable. Foreign matter on the external surfaces of the device or package will not affect the device's ability to function as intended nor lead to harm/serious injury to a patient or user. No report of serious injury, medical intervention or device malfunction.